Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not scanning. A field service engineer (fse) troubleshot the barcode scanner by resetting the connection and changing the ports. The fse inspected the cable and found no visible damage but assumed there was a short in the cable, as the barcode scanner intermittently experienced power issues. It would light up briefly during a power cycle attempt but gradually lose power within seconds. After replacing the barcode scanner, the device was successfully tested and passed all functional and hardware tests using the testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, barcode scanner was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.